Manufacturer narrative:
E1: name: (B)(6) country: united states of america street: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026, patient experienced severe hyperglycemia leading to loss of consciousness and hospitalization and the patient was hospitalized more than 24 hours bg value when admitted to hospital the patient's bg was 600 mg/dl. Treated with insulin drip and ketones also found in the blood result unknown.